Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they've felt head rushes and were questioning if it was due to their implantable pulse generator (ipg) or their medication. The patient later reported indicating that reprogramming had been done but then they felt faint and fell. Follow up with the clinic confirmed that the right ventricular (rv) lead was meant to be a his bundle implant, but never achieved good placement. Due to poor placement, the lead has exhibited elevated and varying thresholds. The lead has been reprogrammed to max output which has subsided the patient's symptoms, however, an explant and replacement with a leadless implantable pulse generator (ipg) is planned for the end of (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.